Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for a dog, the lead was repositioned several times and high thresholds were found. The was not implanted and a second lead was attempted. The second lead exhibited acceptable thresholds at initial implant, but thresholds were risen and became variable subsequently with no change in lead position. The secondary lead remains in use. No patient complications have been reported as a result of this event.